Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was down with a black screen. The field service engineer (fse) disconnected the pyxis bus cables to the auxiliary cabinet and identified the auxiliary cabinet as the source of the issue. Drawers were disconnected sequentially until the station powered on, which led to identification of a half height drawer with a shorted drawer board and both drawer boards were replaced. The drawer remained failed, and the drawer controller board was replaced, but the drawer was still not recovered with cubies. The side panel was removed, cubie pockets in the front row were manually released, and a loose row board connection was identified and reseated, restoring pocket functionality. All pyxis bus connections were reseated, after which the station powered on and was fully recovered. Hardware test application (hta) was executed and all drawer functions tested successfully. The failure did not occur during a dispensing workflow, and no adverse patient impact was reported. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the pyxis did not turn on even after a hard reboot. However, there were no delays to patient care and no adverse events or injuries reported based on this incident.